Manufacturer narrative:
Additional information: h6 complaint is confirmed. Functional testing was not performed due to the damage to the device. Upon visual evaluation, the screw is cracked in two pieces. Suture and anchor are only pieces returned for investigation. Most likely cause is attributed to misuse due to applying excessive forces to the implant. Refer to investigation photos.

Manufacturer narrative:
Complaint is not confirmed. Functional testing was not performed due to the damage to the device. Upon visual evaluation, the screw is cracked in two pieces. Suture and anchor are only pieces returned for investigation. Most likely cause is attributed to misuse due to applying excessive forces to the implant. Refer to investigation photos.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a lateral tenodesis of the knee surgery the implant fractured during the insertion process. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.